Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received the gauge needle was at 0atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing. During functionality testing the device aspirated water with the needle failing to move to vacuum (red in the dial). The device was pressurized while turning the knob one full turn, the needle moved steadily to 30atm while pressurizing the device. The device remained at maximum pressure with no issues. The gauge was removed from the syringe body, the bore filter appeared clean during inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everest inflation device during a procedure. No damage was noted to the everest packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. During an attempt to inflate a balloon using the everest device, the needle on the gauge did not move, however the balloon was noted to have inflated. The balloon was in the patient's body when the event occurred. The balloon did not burst as a result of the issue with the everest device. A three-way stopcock was connected between the everest and the other device. The balloon catheter used with the everest device, worked successfully when it was used with another inflation device. No patient injury is reported.

Manufacturer narrative:
Additional functional testing: the gauge was tested for accuracy and found to be within the specified tolerance. During the release of the pressure the pointer was observed to slowly return to zero. The returned gauge was disassembled to inspect the internal components for damage. There was no damage observed to the internal components. The process connection was sectioned to inspect the inner surface of filter. Inspection of the filter revealed that there were 2 filters installed in the system. Contamination was observed on the surface of both filters and also within the socket bore hole. The presence of the extra filter could have led to the slow pointer return that was observed during the functional testing. The observed contamination found on the inner surface filter and in socket bore hole most likely caused the initial lack of pointer movement. The gauge was in contrast media for an extended period of time which led to the clogging of the filter. If information is provided in the future, a supplemental report will be issued.